Event description:
It was reported that there were persistent impedance issues when implanting stage 2 procedure. Troubleshooting included removed exte nsions, cleaned with wet then dry lap, reinserted multiple times. Surgeon grew frustrated and requested replacement implants stating clearly it was a product issue. After new extensions were tried, no improvement in impedances. He demanded a new battery stating it was obviously the battery creating the issue. The issue still didn¿t resolve. After two/three additional attempts the issue resolved. Surgeon stated done and closed the pocket citing it¿s a design flaw because the header block isn¿t translucent to verify connections visually. Upon closing patient incisions, all equipment was testing correctly, issue resolved. Cause not established but physician error is suspected due to not seating the extensions correctly into the header block of battery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6)2026; explant date (B)(6)2026 brand name sensight; product ID b3400040m (serial: (B)(6)); product type: 0191-extension; implant date(B)(6) 2026; explant date (B)(6)2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.